Event description:
It was reported that less than a month after this right ventricular (rv) lead was implanted, pacing was not being delivered when it was required. The rv lead was successfully revised. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.